Event description:
It was reported by service report that the head left load cells were not working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the headend left load cell malfunctioned.